Event description:
Patient with a known ischemic cardiomyopathy.in 1993 they had abnormal ep (electrophysiology) studies with inducible sustained vt (ventricular tachycardia). Patient had an ICD put in at that time, it was an epicardialsystem through a sub-xiphoid approach. The leads failed on this system,due to fracture and so the patient kept their abdominal device and had an rv and sccoil implanted transvenously keeping the epicardial patches.the patient's current leads now have demonstrated noise resulting in inappropriateshocks. They are now going for revision of their system. It is the patient'srequest that the old system be turned off as much as possible and left inplace, which was done. It was not removed.